Event description:
The manufacturer received information alleging a ventilator's pressure delivery was oscillating. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's flow sensor assembly was found to have evidence of water ingress. The device's flow sensor assembly and sensor board were replaced to address the issue.